Event description:
It was reported that the gastrointestinal videoscope had black display. The event had occurred during procedure while the patient was under sedation. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent and flickering image. A root cause could not be identified. Based on the investigation results, the most probable cause of the reported malfunction, including the intermittent and flickering image, was due to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.